Event description:
It was reported (B)(6) old patient underwent aortic valve replacement surgery due to severe aortic stenosis. Postoperatively, the patient received an echo which indicated a stuck aortic prosthetic valve and an elevated gradient. The valve remains implanted and the patient is currently undergoing streptokinase therapy.